Event description:
It was reported that during a surgical procedure at the user facility, the tip of the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and not working was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the bearings were damaged.